Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost". According to the treating doctor the poor prognosis was the main reason for it to be extracted, however: the potential root cause of this event could have been the treatment movements that could have aggravated the clinical condition of this tooth. Align's clinical review of available records indicate the extensive restoration was most likely the main contributor to pulpal irritation and subsequent necrosis, ultimately resulting in tooth loss. The initial treatment plan did not involve any movement of tooth #18, and the patient completed only one round of aligner therapy. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor shared that the patient had issues in tooth #18 after months the patient developed a fistula on this tooth. The treating doctor recommended a root canal treatment, however: the patient had some financial issues and preferred to extract the tooth.